Event description:
Report received which states, "the bleeding occurred from the crack on the connector near (the) 3-way stopcock when the reporter just began use. The amount of bleeding was very small and there was not any pt harm. The reporter mentioned that he (did) not notice any leakage during pre-use checking". The device was disconnected and removed. Although requested, no additional info was provided.